Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 277160001, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that there were recharging problems. The patient had trouble recharging and had 3 overdischarges. The patient also had a therapy issue. The patient started having problems a couple of weeks prior to the report. It was further reported that patient compliance was the reason for the overdischarges. The battery was replaced the tuesday prior to the report. The patient had their usual pain symptoms since the battery was not functioning. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.